Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a transurethral bladder neck resection procedure, the video system center exhibited flickering and blurred images, affecting the surgical field of view and prolonging the surgery time. There were no reports of patient harm.